Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received for evaluation. Visual inspection reveals that the tensioning suture is broken. There is only a small section of the suture remaining on the anchor. The remaining broken pieces of the suture were not returned. The suture that remains on the anchor is not long enough to be able to perform a pull test. This complaint cannot be confirmed. It is unknown based on the information provided and the physical inspection to determine the root cause of this failure. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. No nonconformances were identified for this part number, lot number combination. Review conducted per qlik query executed on 10/7/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Corrected data: (d4): lot number. UDI: (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cruciate ligament (acl) procedure on (B)(6) 2019, the suture on the customer's rigidloop adjustable cortical implant, standard broke when tensioning. No debris left in the patient and that the device was removed without any issues. The procedure was completed with another like device using the same bone hole with no patient harm but there was a five minute surgical delay to remove the broken device. This is report 1 of 1 for (B)(4).